Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer not showing on bus due to component issue. Field service engineer powered down station and reseated row board connection on drawer controller to resolve the issue. The contact information was kept blank due to the reported issues that were found by the field service technician while on site. The system functioned as intended after the field service engineer serviced the device.

Event description:
It was reported by the customer that a pyxis medstation es system drawer 1-1 not showing on bus, which cause delay in dispensing the medication. There were no adverse events or injuries reported based on this event.